Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shocking impedance of greater than 125 ohms. It was also reported that the pacing lead in the right ventricle exhibited elevated pacing thresholds. Both leads were explanted and replaced with another guidant defibrillation lead. Finally, the atrial pacing lead was explanted as the patient now uses a single chamber device. There were no patient symptoms reported with this clinical observation.